Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) delivered multiple appropriate shocks that failed to convert the patient's arrhythmia. The patient's intrinsic rhythm ended the arrhythmia. A local area sales representative was contacted, who confirmed no device malfunction occurred. A non-invasive programmed stimulation (nips) procedure was performed. During this induction testing, the patient experienced diaphragmatic stimulation. As a result of the nips procedure, there was a successful shock conversion of ventricular fibrillation (vf). Ultimately the shocking polarity was reversed at the distal coil portion of this right ventricular (rv) lead. No adverse patient effects were reported as a result of this procedure.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.